Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that the device had triggered end of life (eol) after being implanted for four years. Premature battery depletion was alleged and an explant was planned. A review of the most recent device data by technical services (ts) confirmed premature battery depletion. Ts was not able to tell how much time was remaining post eol for shock delivery. At this time the patient no longer had defibrillator indication, thus a device explant was no longer mandatory. No adverse patient effects were reported.

Event description:
It was reported that the device had triggered end of life (eol) after being implanted for four years. Premature battery depletion was alleged and an explant was planned. A review of the most recent device data by technical services (ts) confirmed premature battery depletion. Ts was not able to tell how much time was remaining post eol for shock delivery. The device will be returned once explanted. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.